Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. On an unreported date, the catheter was removed and the patient was switched to permanent hemodialysis. Additional information is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.